Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0rb07, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial#(B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0rb07, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported that she was hiking at 9,500 feet for six miles and she started leaning over to her right side and could not stand up straight for two hours. There was a storm at the time so the doctor thought that could have been the interference that did this. This happened almost three weeks ago as of (B)(6) 2015. The patient went to the emergency room (ER) thinking it was a mild stroke, but the doctor stated she just overexerted herself. It was unclear what the cause of the issue was; be it the elevated height and electrical storm or overexertion. She had no problems whatsoever since then and the doctor checked the unit and it was fine. The healthcare provider (hcp) further report that the patient had a follow-up appointment with the office and the issue was resolved. The patient's indications for use were parkinson's dual and movement disorders. Refer to manufacturing report #3004209178-2015-18965 as the patient had two inss and it was unclear which one was affected.